Manufacturer narrative:
Clarification to explant date: the proof of surgery is not there .the status of the device remains implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "possible right-side deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as surgical damage. ¿ crease/folding of implant: crease fold is observed on the device. Additional observations: ¿ wear abrasion is observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional additionally reported, right-side "any creases".

Event description:
Device has been explanted.